Event description:
PICC placed 2001. During series of xrays, it was discovered that the catheter had broken and a fragment was in pt's pulmonary artery. The catheter and fragment was removed via catheterization at another facility.